Event description:
Reporter indicated a vns patient was having increased seizure length. The patient's vns settings were noted to be at systems diagnostics settings; 1ma of output current every 60 minutes. This was not the intended settings. An interrupted systems diagnostics test was suspected to be the cause of the setting change. The patient was new to the reporter's practice and it was not known with whose vns computer the suspected programming anomaly may have occurred. Attempts for further information are in progress.